Manufacturer narrative:
(B)(4). Additional information: push-pull rod. The pouch device was received with the push-pull rod broken at handle assembly area; making the instrument non-functional. The suture and the bag were not returned for analysis. Due to the returned condition of the device, no further testing could be performed. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted; as the bag was not returned for analysis we are unable to investigate further the reported event. Possible cause of the finding is the application of external excessive force over the device that causes the push pull rod become broken; however no conclusion could be reached as how this damage occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic laparoscopic assisted salpingo-oophorectomy procedure, the bag came apart while removing the specimen from the abdominal cavity through a laparoscopic port. It was unknown if any pieces went into the patient. It was unknown how the procedure completed. There was no patient consequence.